Event description:
The user facility reported a patient of unknown gender and age was implanted with an impella 5.5 device for mechanical circulatory support. During support, a fluid leak was discovered between the purge filter and the red plug. It was noted that sodium bicarbonate was present in the purge at the time of the failure. As a result, the perfusionist had independently switched to a purge filter bypass. No harm done to the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon conclusion of the investigation, a definitive cause for the sidearm leak could not be determined. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.